Manufacturer narrative:
Section information references the main component of the system and other applicable component is: product ID neu_unknown_lead, product type: lead .

Event description:
Information was received from an unknown foreign healthcare professional regarding a patient with an octopolar lead. It was reported that there was a clinical event and "painful stimulation (although changes to stimulation parameters)". The event occurred at follow-up. Event management included lead relocation.

Manufacturer narrative:
Update: the implant date of the other applicable component (the lead) has been updated to (B)(6) 2009.